Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose level was unknown. Customer other blood glucose level was 32 mg/dl. Customer experience very low blood sugar over night and was hospitalized. His transmitter was not working and he had a low. Customer was not notified of the low because there was no transmitter to alert him. The insulin pump will not be returned for analysis.